Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: according to the customer they have now had several bd plastipak 50ml syringes with a plunger leaking. The situation has caused one incident because the patient had not received the required amount of medication due to a leaking plunger.

Manufacturer narrative:
H6: investigation summary: one case of unused syringes were returned to our quality team for investigation. All samples were evaluated, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the lot 2010077, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing to verify the stopper seal. The returned samples underwent these same tests and product was found to meet required specification. Based on the quality team's investigation and given the samples did not display any defects, we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: according to the customer they have now had several bd plastipak 50ml syringes with a plunger leaking. The situation has caused one incident because the patient had not received the required amount of medication due to a leaking plunger.